Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device skin was taken irregularly and it caused patient damaged. The event occurred during surgery.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4) this report is being filed to relay additional information. UDI #: (B)(4). The device history record (DHR) review for air dermatome, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the air dermatome by zimmer biomet surgical on (B)(6) 2019 revealed the calibration and motor speed were both in specification. The control bar was also in the correct position. The device was operating properly. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included preventative replacement of the spring seal and bearings for a smoother operation. Air dermatome, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced during evaluation. The technician replaced the spring seal and bearings preventatively for a smoother operation only. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.